Event description:
---

Manufacturer narrative:
The product is expected to be returned for analysis. This report will be updated upon return and completion of analysis.

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, a thorough evaluation of the device was performed. A visual inspection of the device header and case noted no anomalies. All setscrews were in the unengaged position and moved freely without issue. All seal plugs were found to be intact. Pin gauge testing, designed to verify proper port dimensions, was completed. Each port measured as expected. In addition, both a df-4 and is-1 lead were inserted into the proper ports without any issues encountered. The device was then exposed to simulated heart load conditions, and the defibrillation, pacing and sensing functions were tested. The device operated appropriately, according to its performance specifications, with no interruptions in therapy output or programmer communication at the returned programmed settings. A series of electrical tests was also performed, and again, normal device function was observed. Laboratory analysis was unable to confirm the clinical observations as this device met all specifications during testing.

Event description:
Boston scientific received information that one week after the right atrial (ra) and left ventricular (lv) leads were implanted, a revision was scheduled as both leads dislodged. During the procedure, the lv lead was unable to be successfully repositioned due to high pacing thresholds so the lead was explanted and replaced. The ra lead was also unable to be repositioned due to a blockage and the lead was explanted and replaced as well. When the ra, lv and the existing right ventricular (rv) lead were connected to this cardiac resynchronization therapy defibrillator (crt-d), there was no capture noted on the rv and lv leads. In addition, it was reported that there was difficulty inserting the rv and lv leads into the header during the procedure. The crt-d was explanted and successfully replaced. No additional adverse patient effects were reported. The crt-d and ra lead will be returned for laboratory analysis.